Event description:
Caller reported a cartridge alarm 30 issue but confirmed there was no adverse impact on blood glucose level. Technical support decided to replace the pump since the problem involved cartridge alarms with consecutive cartridges. The customer used multiple daily injections as a backup therapy to maintain insulin delivery. A replacement pump with updated software was sent to the customer, who was advised on necessary steps and instructions, including the use of a g7 sensor and pump storage mode. The customer acknowledged the instructions and agreed to return the problematic pump using the provided return box and pre-paid label within ten days.